Event description:
The customer reported to olympus, that the evis lucera elite gastrointestinal videoscope had a noisy image. Inspection and testing of the returned device found foreign matter in the nozzle. There was no report of delay or harm to a patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign matter in the nozzle attributed to insufficient cleaning. Additional evaluation findings were as follows: due to damage on charged couple device unit, a noisy image occurs, water tightness was lost due to a crack in the up/down (u/d) knob, water leakage caused the scope connector, the scope connector cover unit and the control unit to be dirty, the objective lens and the connecting tube had discoloration, the bending section cover had a chip, the light guide bundle was slipping down, the image guide protector had a cut, the universal cord was sticky, the bending angle in up direction did not meet the standard value and the play of u/d knob was out of the standard value due to wear of angle wire, due to deformation of the lock engagement lever the u/d knob could not be locked securely, and due to clogging of the nozzle, the water removal ability did not meet the standard value. The following parts had scratches: plastic distal end cover, protector of universal cord on scope-connector side, scope connector cover unit, switch box, scope connector, universal cord, lock engagement lever, connecting tube, lock engagement knob, right/left knob, control unit, u/d knob, scope cover and grip. Additional information obtained identifies that the product was disinfected, and sterilized, there was no delay in the reprocessing and the scope was immersed in detergent solution and the air/water nozzle was wiped/brushed with a clean lint-free cloth, brushes or sponges before it was returned to olympus. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] (a) inspection of water supply 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image." Olympus will continue to monitor field performance for this device.